Event description:
The incident described today has recurred multiple times over the past four months- at least once per week: the biggest issue is the frequent requirement that I use multiple strips to get a reading because of a fundamental flaw in its design. I am a experienced user of these tools. Today, I went through ten strips to get one reading. I had to puncture my forearm four times to get sufficient blood to test with ten strips. Nine times, the meter errored out with error codes 1, 4, 7. Today is the norm, not the exception. About one day in five, I use multiple strips. The other days, one strip does the job. If it were my technique, it would happen daily. It is instead a design flaw in the roche product with how the strip aspirates in blood for analysis and whether it has sufficient or excess blood (error code messages). Secondly, the lancet device that is sole with the accu-chek is inadequate to puncture my forearm and I continue to use the lancet device with my freestyle meter and pay for the lancets out of pocket. I have tried every way under the sun to get the lancet to work. It is a poor design. Other serious/important medical incident: frequent strip test failures. Date the person first started taking or using the product: (B)(6) 2016. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: yes. Why was the person using the product: diabetes testing.